Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim: it was reported by the customer that medication from secondary tubing backing into primary infusion set line.

Manufacturer narrative:
The customer reported backflow issues with primary and secondary sets, and returned one primary set of material 2426-0007, lot 25013130. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with blue dye water from a different bd lab set, as the secondary. The primary set, returned from the customer, did not allow any backflow, and the testing could not verify the complaint. The sets were run at 100 ml/hr for 90 minutes. No issues or problems were observed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the flow issue could not be determined without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.